Event description:
It was reported that customer insisted that reservoir was leaking where plunger pulls out. Reminded customer of correct priming procedure. Instructed customer to monitor pump and blood gluscose and to call back for any further assistance.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.